Event description:
Related manufacturer report number: 1627487-2022-04331, 1627487-2022-04333. It was reported the patient leads had to high impedances and they could not get an MRI. Surgical intervention was undertaken and the drg ipg and two leads were explanted.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.